Event description:
It was reported that log file review indicated the battery exhibited communication errors. The battery was exchanged. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
Another battery was returned to the manufacturer and subsequently tested out of specification during the manufacturer's analysis.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation and additional event details. B5 describe event or problem was updated. H10 serial # (B)(6) was added. Product event summary: two batteries (bat510411, bat510338) were returned for evaluation. No performance allegations were made against bat510338. Review of bat510411's manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of bat510411 and bat510338 revealed that the batteries passed visual inspection. Functional testing of bat510411 and bat510338 revealed that the batteries had a cell pair depleted below the voltage threshold. An internal inspection of bat510411 revealed a cell pair was swollen on the battery pack. An internal inspection of bat510338 did not reveal any anomalies. No anomalies were observed on the solders or welds. It was noted that there was a time difference of 1863 and 1866, respectively, between the manufacturing dates and the reported event date. This indicates that the batteries bat510411 and bat510338 were most likely not in use for an extended period. Hence, the batteries were susceptible to an expected degradation of capacity as a result of non-usage. Of note, it was observed that all the batteries had exceeded the useful operating life of 500 charge and discharge cycles. The observed high cycle counts are additional findings not related to the reported event. Log file analysis revealed that the controller in use during the reported event, con400966, contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file did not reveal any communication errors logged within the analyzed period. Review of the alarm log file revealed several power disconnect alarms involving bat510411 logged within the analyzed period. During the power disconnect alarms a safety alert word (saw) value was recorded indicating that a cell pair depleted below a voltage threshold. As a result, the reported communication error event was not confirmed; however, it is likely that the observed power disconnect alarms is related to the reported event. The most likely root cause of the power disconnect alarms can be attributed to a degraded cell pair. The most likely root cause of the observed degraded cell pairs can be attributed to an expected degradation as a result of non-usage over time. The most likely root cause of the observed 500 charge and discharge cycles can be attributed to the batteries reaching the end of their useful life. Additional products: d1: heartware ventricular assist system - battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-jan-2018 / serial #: (B)(6) UDI #: (B)(4) d9: yes, return date: 14-jun-2022 h3: yes dev rtn to MFR? Yes h4: mfg date: 31-jan-2017 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c020701, c19 h6: FDA conclusion code(s): d02 , d1105 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.